Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The type of contamination is unknown at this time. The heater-cooler underwent deep disinfection at a third party service provider in the USA, which is currently being validated. The device will remain in quarantine until livanova (B)(4) gets clearance of the validation of the deep disinfection procedure supplied by the third party service provider. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated. Technical service is reporting the unit contaminated. Currently the kind of contamination is unknown. There is no known patient involvement.